Manufacturer narrative:
A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer. (B)(4). After a follow up, the customer confirmed that this was not a result of bwi equipment issues. Impedance issue was resolved by rebooting the stockert. No service requested. The customer is currently using this device without issues. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Manufacturer narrative:
The customer indicated that none of the bwi products caused this issue and no service is requested at this time. The catheters involved in this event were discarded and will not be returned to bwi for analysis. According to the customer, the patient did not suffer any injuries from this procedure. Concomitant products: carto 3 system, catalog # fg540000, serial # (B)(4), coolflow irrigation pump, catalog # cfp002, serial # (B)(4). Navistar thermocool electrophysiology catheter, catalog # unknown, lot # unknown. (B)(4).

Event description:
It was reported that while performing an afib ablation procedure, a steam pop occurred. There was a hardware error noted due to an impedance spike. The patient was monitored with ice catheter and no additional treatment was required for the patient.